Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of a partial lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-51651. Related manufacturer report number: 2017865-2023-51710. Related manufacturer report number: 2017865-2023-51712. It was reported that the patient expired due to heart and kidney failure. There was no clear information on whether the implanted products contributed to the patient's death.